Event description:
Endurant ii stent grafts were physician modified for the preservation of main and accessory renal arteries in juxtarenal aortic aneurysms. 37 patients were included in the study and the procedures took place on unknown dates over a four year period. A juxtarenal aaa was defined  as an aneurysm extending up, but not involving, the renal arteries with a short infrarenal neck <(><<)> 10 mm. The standard length used for aortic cuffs was 49 mm, and 145 mm or 166 mm for bifurcated endografts. The endurant stent grafts were partially deployed under sterile conditions, the fenestrations were created using a scalpel which were then reinforced using a non mdt wire and sutures.  The following malfunctions were reported;  stent graft kinking, type iii endoleak.

Manufacturer narrative:
G2: citation: authors: hon-lai chan,dimitrios d. Papazoglou,silvan jungi, salome weiss,daniel becker,drosos kotelis,vladimir makaloski. Fenestrated physician-modified endografts for preservation of main and accessory renal arteries in juxtarenal aortic aneurysms. Journal of clinical medicine 4708 2023. 10.3390/jcm12144708 earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. A .2 <(>&<)> a.3 average  medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.